Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 8/7/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30206434l number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a few minutes after a transesophageal echocardiogram (toe) guided transseptal puncture, while starting the left atrium (la) map with the thermocool® smart touch® sf bi-directional navigation catheter, the patient became hypertensive. The following event took place on (B)(6) 2019, during an atrial fibrillation ablation procedure in a (B)(6) years old female, cardiac tamponade was confirmed by toe. Reminder of the procedure was aborted, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. A small pneumothorax was observed after the pericardiocentesis, but the patient was stable, and it was not considered necessary to intervene. The patient was then moved to the intensive care unit (ICU) and required 3 days of extended hospitalization for monitoring purposes. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s vein anatomy. No bwi product malfunction was reported. Transseptal puncture was performed with an abbott brk-1 transseptal needle from st. Jude medical. The flow was set at 2ml/min. No error messages were observed on any bwi equipment. The issue happened before zeroing the catheter, and no ablation was performed prior to the event, the visualization features that were displayed included graph, dashboard, vector and visitag.

Manufacturer narrative:
It was reported that a 78-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a few minutes after a transesophageal echocardiogram (toe) guided transseptal puncture, while starting the left atrium (la) map with the thermocool® smart touch® sf bi-directional navigation catheter, the patient became hypertensive. The following event took place on the (B)(6) 2019, during an atrial fibrillation ablation procedure in a 78 years old female, cardiac tamponade was confirmed by toe. Reminder of the procedure was aborted, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. A small pneumothorax was observed after the pericardiocentesis, but the patient was stable, and it was not considered necessary to intervene. The patient was then moved to the intensive care unit (ICU) and required 3 days of extended hospitalization for monitoring purposes. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s vein anatomy. No bwi product malfunction was reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s vein anatomy. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).